Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Event month and day unknown. Only year (2018) is known.

Event description:
It was reported that during an unknown procedure, a nut piece has come out of the bottom of the tool while assembling. There were no patient consequences reported.